Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. The procedure was successfully completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the investigation details the reported condition of the device overheating during usage could not be duplicated. Service did a clean lube, and adjust to the device, and it was returned to the customer.